Event description:
It was reported, that non-preloaded monofocal lens was explanted from the left eye and left aphakic. As the lens was not stable in the sulcus, after implantation. Lens was fully inserted and removed, during the same procedure. Patient could perform one or more daily activities she previously conducted. There is report of unplanned vitrectomy, incision enlargement and sutures. There is delay in treatment for 1.5 hours. Directions of use were followed. No other information is available.

Manufacturer narrative:
Section a3b: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1: initial reporter: address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6) section h3: device evaluation: product testing could not be performed, since the product was not returned for evaluation. Therefore, the reported issue could not be verified. And product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain, additional information regarding the complaint. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.